Event description:
Patient contacted dexcom technical support to report a cgm inaccuracy compared to blood glucose meter. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.